Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump down arrow not responding. The customer's blood glucose value was 9 mmol/l. Customer advised the pump will need to be replaced. Advised to discontinue use of the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no button response due to unlocked lcd keypad connector. Unable to perform self test and displacement test due to no button response.